Event description:
Synergy china registry. It was reported that unstable angina and restenosis occurred. In (B)(6) 2022, the subject presented with myocardial infarction was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending (lad) artery with 100% stenosis and was 30 mm long, with a reference vessel diameter of 2.75 mm. The target lesion was treated with pre-dilatation and placement of 2.75 mm x 32 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Seven days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2023, the subject was diagnosed with unstable angina pectoris and was hospitalized for further treatment. Eight days later, the subject was referred for coronary angiography which revealed 85% stenosis noted in proximal lad extending up to middle lad which had previously placed study device was treated with percutaneous coronary intervention. Post intervention, residual stenosis was 0%. Additionally, medication was given to treat the event. Two days later, the event was considered to be recovered/resolved and the subject was discharged on aspirin and ticagrelor.